Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported they did not have a good answer to the circumstances that led to the wire not working. The patient noted all at once they felt a wire trying to come through their skin then it went away. The patient noted their device did not work at that time. The patient noted then they felt it poke them towards the inside of them. The patient made an appointment with the healthcare professional (hcp) and he said it wasn¿t done right. The patient stated they had it revised, new wire and whatever else they did, they didn¿t know, all was working now. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1nvqy, implanted: (B)(6) 2018, product type lead; product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient old wire implanted on (B)(6) 2018 was removed and replaced by a new wire on (B)(6) 2018 because it was not working. No further complications were anticipated/reported.